Event description:
Pt reporting pump malfunction for (B)(4). Pump alarming but after troubleshooting by replacing batteries and aligning cassette, pump continues to alarm sending replacement pump and return box. Dose or amount: 39ml/24hr, frequency: continuous; route: IV. Date of use: (B)(6) 2015 to continuing.